Event description:
In 2006, two gore tag thoracic endoprostheses were implanted to repair a descending thoracic aortic aneurysm and a penetrating atherosclerotic ulcer. A final intraoperative angiogram and a post deployment transesophageal echocardiography did not reveal the presence of an endoleak. Two days later, the patient complained of persistent chest and back pain. A computed tomography scan revealed that the proximal device had collapsed. Three days later, a palmaz balloon-expandable stent was implanted and the collapsed device was successfully repaired. The patient tolerated the procedure.

Manufacturer narrative:
A second gore tag thoracic endoprosthesis was implanted (tg2810/lot#04347463).